Event description:
A non-healthcare professional reported that following an intraocular lens (IOL) implant procedure, The lens was exchanged for another lens model 5 months following the initial procedure with the reason Narrow angles. Clinical reason for explant was mentioned as mechanical complications.Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and Product History Records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (b)(4)